Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an angiography procedure the patient had an episode of asystole. The implantable pulse generator (ipg) had dropped telemetry with no pacing, no sensing, and the right ventricular lead had impedance of >9999 ohms. A temporary pacing lead was inserted. It was determined that there was a connection issue due to a loose set screw. A procedure was performed to correct the issue and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.